Event description:
It was confirmed the catheter was dislodged. The catheter was coiled in the lumbar spine. A catheter revision was done and the catheter was replaced on (B)(6) 2012. Hcp was "going to suture anchor and wing was broken before sutured it." It was unclear if a revision was done to move the pump from the right abdomen to the right buttock. When the pump was being updated after the revision they experienced difficulty getting complete telemetry. Telemetry reported pump memory error. The pump was stopped. The fields were checked for accuracy and update fields needed. This was done and telemetry was complete. There was no injury and the patient recovered without sequela. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: unk, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the catheter revealed no significant anomaly found. Analysis of the distal catheter segment revealed catheter body had a user related hole. It could not be determined how the hole occurred but there was mechanical damage in the area of the hole which indicated this hole was most likely not done in manufacturing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had increased pain.

Manufacturer narrative:
(B)(4).